Event description:
The customer reported that a monitor fell off its' mounting plate. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.